Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant procedure, during repositioning of the right ventricular (rv) lead, there was tissue in the helix. Upon removal of the lead, the helix appeared damaged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the helix of the lead became extrinsically distorted due to pull ing/stretching/overstress. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the helix stretched. If information is provided in the future, a supplemental report will be issued.